Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, dashes (---) were noted for multiple parameters. Reprogramming the rate and return to standard did not alleviate the dashes. A microprocessor download was not successful and the device was replaced.